Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient experienced increasing pain and instability, and radiographs showed a loosened tibial component. When the tibial component was revised, it was removed with virtually no cement attached.